Manufacturer narrative:
(B)(4). The service engineer replaced the o2 sensor. The ventilator passed all the required testing.

Event description:
Received information that the oxygen (o2) sensor malfunctioned during patient use. There was no patient harm reported. The patient continued to be on the ventilator until he/she was extubated from the ventilator. It was found during investigation that the o2 sensor was leaking.